Event description:
Crd_1003 - vantage. Eu0962 - 322 (r798554101, r801375401) it was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a 19f flexnav delivery system, clinical via the right trans-femoral approach. A safari guidewire was used throughout the procedure and pacing of less than 120 bpm was done during the procedure for valve stabilization. A pre-bav of the massively calcified aortic valve was done with osypka vacs ii 24 mm balloon for one inflation. The navitor valve was re-sheathed once due to the implant being too high and due to non-uniform expansion of the valve. The navitor valve was fully released/deployed. However, the position of the valve was not acceptable after full release ¿due to device deficiency¿ per the implanter. After the valve was released from the delivery system, the valve embolized stepwise from correct / intended position into the sino-tubular junction over a period of 5 minutes with possible future impairment of coronary perfusion. The underlying reason for valve dislocation was not fully understood as per the implanting physician. The subject experienced no hemodynamic compromise or coronary perfusion issues during the procedure. The dimensions of native ascending aorta did not allow valve snaring to a more cranial position without significant risk of aortic dissection. Since the subject presented with a low to intermediate surgical risk, and after careful discussion of all treatment options (second valve, snaring with specific risks), taking in account the subject´s age, current condition, and lifetime management into consideration, the decision was made for conversion of the procedure to open-heart surgery where the navitor valve was explanted. The native aortic valve was noted to be tricuspid anatomically and was massively calcified. A calcareous strand of the mitral valve annulus was seen sub annularly, which protruded into the lvot. The valve leaflets were excised and then the heavily calcified valve ring was carefully debrided. Significant calcifications were also removed from the anterior mitral valve leaflet. An edwards perimount me bioprosthesis of size 25 mm was then implanted. After adequate hemostasis and ensuring appropriate eoa, the subject was taken to the cardiac surgical intensive care unit, was intubated, and had a stable circulatory condition. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve underexpansion and device migration was reported. Information from field indicated that valve was re-sheathed once due to the implant being too high and due to non-uniform expansion of the valve. After the valve was released from the delivery system, the valve embolized stepwise from the intended position into the sino-tubular junction over a period of 5 minutes with possible future impairment of coronary perfusion. The underlying reason for valve dislocation was not fully understood as per the implanting physician. Event details indicate that heavy native valve calcifications impaired full frame expansion at first attempt, and there were no deployment or retraction difficulties. The event was further reviewed by the abbott clinical team. The device was returned for analysis, and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported valve underexpansion appears to be related to patient condition (heavily calcified valve). A root cause for the reported migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
(B)(6) - vantage. Eu0962 - (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant using a 19f flexnav delivery system, clinical via the right trans-femoral approach. A safari guidewire was used throughout the procedure and pacing of less than 120 bpm was done during the procedure for valve stabilization. A pre-bav of the massively calcified aortic valve was done with osypka vacs ii 24 mm balloon for one inflation. The navitor valve was re-sheathed once due to the implant being too high and due to non-uniform expansion of the valve. The navitor valve was fully released/deployed. However, the position of the valve was not acceptable after full release ¿due to device deficiency¿ per the implanter. After the valve was released from the delivery system, the valve embolized stepwise from correct / intended position into the sino-tubular junction over a period of 5 minutes with possible future impairment of coronary perfusion. The underlying reason for valve dislocation was not fully understood as per the implanting physician. The subject experienced no hemodynamic compromise or coronary perfusion issues during the procedure. The dimensions of native ascending aorta did not allow valve snaring to a more cranial position without significant risk of aortic dissection. Since the subject presented with a low to intermediate surgical risk, and after careful discussion of all treatment options (second valve, snaring with specific risks), taking in account the subject´s age, current condition, and lifetime management into consideration, the decision was made for conversion of the procedure to open-heart surgery where the navitor valve was explanted. The native aortic valve was noted to be tricuspid anatomically and was massively calcified. A calcareous strand of the mitral valve annulus was seen sub annularly, which protruded into the lvot. The valve leaflets were excised and then the heavily calcified valve ring was carefully debrided. Significant calcifications were also removed from the anterior mitral valve leaflet. An edwards perimount me bioprosthesis of size 25 mm was then implanted. After adequate hemostasis and ensuring appropriate eoa, the subject was taken to the cardiac surgical intensive care unit, was intubated, and had a stable circulatory condition. The patient is stable, no additional information was provided. --supplemental MDR-- subsequent to the previously filed report, additional information was received that on 26 october 2023, the patient developed respiratory insufficiency. The decision was made to treat the patient with high flow therapy. The patient stabilized and oxygen supplementation was able to be slowly reduced. The patient was also administered diuretics. On (B)(6) 2023, the patient was placed on the assisted mask ventilation. The patient's respiratory insufficiency is attributed the 27mm navitor valve implant/explant procedure.

Manufacturer narrative:
An event of valve underexpansion and device migration was reported. Information from field indicated that valve was re-sheathed once due to the implant being too high and due to non-uniform expansion of the valve. After the valve was released from the delivery system, the valve embolized stepwise from the intended position into the sino-tubular junction over a period of 5 minutes with possible future impairment of coronary perfusion. The underlying reason for valve dislocation was not fully understood as per the implanting physician. Event details indicate that heavy native valve calcifications impaired full frame expansion at first attempt, and there were no deployment or retraction difficulties. The event was further reviewed by the abbott clinical team. The device was returned for analysis, and no anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported valve underexpansion appears to be related to patient condition (heavily calcified valve). A root cause for the reported migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 health effect - clinical code: code 2513 removed.